Manufacturer narrative:
The device was returned for evaluation. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. The cannula was found to be ripped off at the tip of the formed needle. Although the cannula was damaged, the timing and cause of the damage are unknown. A large hole was found on the bottom housing above the kill switch. The cause of the damage could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient advised that his blood glucose level was increased to over 300 mg/dl, and that he administered a manual injection of insulin (12 units).the patient was diagnosed with an abscess and was prescribed an antibiotic (10 tablets of sulfamethoxazole(160 mg/tablets) for taking 2 tablets a day). The doctor advised that if the abscess on the patient's leg did not go away, the patient will need to follow up with a surgeon to proceed with the surgical draining of the abscess.